Manufacturer narrative:
H6 codes have been updated to reflect new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2023-nov-07 information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable n eurostimulator (ins). The reason for call was to get MRI information. The caller indicated that the patient's stimulator has been deactivated for about four years and the patient doesn't have a remote. The caller did not have any other details about what the patient meant by deactivated. The caller indicated that the patient contacted someone from the manufacturer and was told that they could have an MRI. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services (tss) reviewed MRI information. On 2023-dec-14 information was received regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The patient (pt) needs an MRI. The rep requested MRI eligibility form via email. Rep stated pt has not used the implant since approximately 2015 and that pt only used the scs for about 6 months then the battery died. Rep noted the ins was jumpstarted two times and now cannot be restarted. Rep stated hcp did an x-ray to confirm implanted components prior to MRI. No symptoms were reported. On 2024-jan-13 e1 additional information was received from the rep. The rep reported patient and device information. Weight was unknown. The rep reported the patient has no intention of using the implant or turning it back on at this time. The patient did not know exact dates, they only stated they used the device for a short time. The patient's main concern was getting an MRI. The reported they were made aware on the date they initially reported the event, 2023-dec-14.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was implanted with an implantable neurostimulator (ins). The patient (pt) needs an MRI. The rep requested MRI eligibility form via email. Rep stated pt has not used scs since approximately 2015 and that pt only used the scs for about 6 months then the battery died. Rep noted the ins was jumpstarted two times and now cannot be restarted. Rep stated hcp did an x-ray to confirm implanted components prior to MRI. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that patient no longer uses device and no longer has her patient recharger or patient controller. Device is no longer charged so is dead and patient no longer intends to use her scs.